Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power faults was confirmed via log file analysis; however, no alarms were reproduced during testing. Log files were submitted and downloaded for review and data revealed driveline power fault alarms starting on 24jan2000 at 07:10:37 that were associated with a pwr_a_broken faults the alarm remained active while the driveline was connected to the system controller. Provided information indicates the controller clock was not synced after the exchange on 21sep2025. No other notable alarms were observed in the log files. The driveline power fault alarm did not affect the controller¿s ability to operate the pump at the set speed. The heartmate 3 vad modular cable (lot number: 7955625) was returned for analysis and no notable damage was observed to the outer jacket. The modular cable was functionally tested and passed mock circulatory testing without any issue or alarms activating. The resistances measured from the internal wiring was elevated compared to expected values. The outer jacket was stripped from the cable and damage was observed on underlying wires leading to exposed conductors including the brown wiring (pwr_a wiring). The observed damage can lead to irregular driveline power fault alarms similar to the observed alarms within the submitted and downloaded log files. Additional information states the system controller and modular cable exchange was on 15oct2025, the patient was asymptomatic as a result of the exchange, and no further alarms were observed. The root cause of the alarm was determined to be due to the wire damage in the modular cable, consistent with repetitive flexing of the cable over time. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot number: 7955625) was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. D) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the modular cable. Heartmate 3 instructions for use (IFU) (rev. D) section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Heartmate 3 lvas patient handbook (rev. A) section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it.¿ in addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for review. The patient was experiencing a driveline power fault alarm. The system controller was exchanged on (B)(6) 2025 for the same alarm and has been clear until on (B)(6) 2025. They obtained xray images. The event log noted controller clock corrupt events throughout the log and then the clock was synced on (B)(6) 2025 at 1115. Per technical services conversation, the controller was not synced when it was exchanged last month. The driveline power faults were confirmed in the log file, and it was also noted that the fuse showed open for line a. Per the site, there was no trauma noted on driveline. The modular cable and system controller were exchanged, which resolved the alarm. The modular cable was clear from debris and corrosion. There was no adverse patient impact.